Manufacturer narrative:
(B)(4). The service repair technician (srt) observed that a belt slip error displayed on pump. He replaced the belt and small pulley. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, a belt slip error was displayed on the pump. There was no patient involvement.